Event description:
A customer reported experiencing a malfunction on their pump. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The customer successfully reset the pump and was advised to continue using it, with instructions to call back if the malfunction code reappeared. The customer acknowledged and understood the guidance provided.